Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic bariatric sleeve procedure, while on the stomach, the surgeon fired 2 reloads, grasped the tissue, hit the green button but the device handle would not move to fire. They loaded it with another black reload and do the same step, but still it would not fire. They used a new handle and black reload with no issues. After the case was completed, they tried to put a purple reload on the handle in question and it fired, but when they connected again a black reload, it still would not fire. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.